Manufacturer narrative:
The method, results and conclusion codes will be provided in the final report.

Event description:
It was reported that the patient experienced back pain. X-rays were taken, which were inconclusive. A CT scan showed the s1 lead appeared to be in the bone, per the physician. The patient reportedly turned off stimulation, but was still receiving effective therapy in their pain pattern. The physician explanted the s1 lead. The patient reported effective therapy post operation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.